Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted and found the cause of the bvvi was due to event queue overflow. The device was explanted and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.